Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker found the customer had not securely seated the battery. The battery in well 2 was reseated to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device is powering off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.